Event description:
Additional information received from the consumer reported that the replacement antenna was working well and resolved the issue with the device stopping charging. The patient noted that their device was working better than ever.

Manufacturer narrative:
Concomitant product: product ID: 37791, product type: recharger. (B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) device had not been charged in a month. The patient stated that they tried to charge and it would start charging but then quits. It was noted that the stimulation had stopped. The patient was not able to use the programmer or recharger at the time of report and saw a picture of a doctor on the recharger with an error code of 376 (temp sensor failure). The indication for use for the implanted device was chronic low back pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.